Event description:
Spontaneous. Patient reported that both pumps (serial numbers (B)(4)) had error message "no disposable, clamp tubing" but error resolved on its own. Advised patient that this could potentially be due to the cassette (lot number unknown) and not the pumps if this is simultaneously happening. Pt preferred to have pumps replaced so as not to worry about issue occurring again. No other information is known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.